Event description:
It was reported that the instruments were returned and reported fractured and missing a bearing. There was no patient involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found it to exhibit signs of repeated use and have both of components disassembled / missing the components. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00835.